Event description:
As reported from our (B)(4) affiliate, during a transfemoral procedure the tip of the sheath detached during sheath withdrawal. A decision was made by the physician to leave the piece of the sheath in the internal iliac. The patient was stable and doing fine.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Cine images were submitted for review. The following observations and impression were made by an edwards physician proctor. Cinefluoroscopy: heavily calcium in leaflets. Good coaxial position. Bav performed. Good valve selection appropriate with bav. Flex tip withdrawn further back from balloon noted on valve deployment. Post deployment aortogram performed. Valve position good. Marker band noted detached in left internal iliac artery. Impressions: the artifact observed in the cine images is a part within the distal tip of the esheath. The distal marker band is observed in the final cine image. It is shown near the ostium of the internal iliac artery and does not appear to occlude or adversely interfere with the vessel. The device was not returned to edwards for evaluation; however, a photo was provided which confirmed the complaint of a separated c-marker. The manufacturing process for the esheath includes 100% inspection for kinks, bends or mechanical damage. Inspectors visually verify for stress lines on the sheath seam or notches in the hdpe reflow and absence of shaft delimitation. Additionally, inspectors ensure that the seam is closed along the entire sheath, liner folds are continuous from distal end to proximal end of taper, and visually verify for the present c-marker band for each assembly. There are further checks to ensure the c-marker band is not within the seam width for each sheath assembled. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. Review of the complaint history revealed similar complaints. A CAPA was generated to further investigate and assess for risk and will be addressed. Potential procedural factors that could attribute to this event include non-axial alignment of the delivery system during retrieval, or excess volume retained in the balloon during retrieval. These conditions could potentially lead to delimitation of the liner, which can expose the marker band to the inner diameter of the esheath. Once exposed, manipulation of the delivery system or sheath could dislodge the marker from the sheath. In this case, the exact cause of the separated marker band cannot be confirmed. However, procedural factors such as the delivery system balloon not completely deflated and withdrawn through the sheath is a likely cause for the event. Although the device was not returned, the complaint was confirmed from the photo provided. Additional labeling / IFU mitigations are being investigated. Review of complaint history revealed similar confirmed complaints we can speculate that the root cause could be related. A risk assessment has been initiated and corrective (or preventative) actions are being addressed through a CAPA. (B)(4).